Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack, charger board and power cap module were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a precharge voltage error and shut down during a procedure. There was no patient injury or death reported.